Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with pocket erosion and infection at the implanted device pocket site. The implantable cardioverter-defibrillator (ICD) had eroded through the pocket. The physician explanted the entire system ¿ ICD, right ventricular lead, and atrial lead due to infection. The patient was in stable condition

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information received indicated that the patient was presented with the device pocket appearing red and improper healing at the incision site during follow-up in the clinic. The physician did not make any claim that the infection was related to the abbott device and procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.